Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after successful deployment, intra cardiac echocardiogram showed a low implant position and mild paravalvular leak (pvl). The hemodynamics were stable and the next day, the patient was up and about and singing. Over the next few days, the patient became more confused and echocardiogram revealed moderate pvl. Three days post implant, an attempt was made to snare the valve into a higher position. However, the valve moved up into the distal ascending aorta, where it was left. Aortic angiography was performed which revealed no dissection and there was brisk flow in the carotid and subclavian vessels. The patient was hemodynamically stable and another corevalve was implanted in at the annulus level with mild pvl and no transvalvular leak. Over the next week, the patient began to decompensate. The family requested no further intervention and the patient was put on palliative care. Additional information was received that 10 days following implant, the patient died. The cause of death was not received. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: the device history records were reviewed and showed that the product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a low implant include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. It is unknown why the patient began to decompensate over the week following implant. The cause of death was not received. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure or device related death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and can occur despite an ideal implant procedure and device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. The root cause for this report could not be established from the information available.